Event description:
The patient presented for therasphere treatment with liver metastases. The patient was treated in 2000 and received approx. 138 gy administered to the entire liver. Patient was discharged the same day without incident. Patient has been seen weekly by oncologist regarding gi symptoms including intractable nausea/vomiting, stomach discomfort, and weight loss. Treatment included po reglan, prevacid, anzemet, and dietary restrictions. Esophago-gastro-oluodenoscopy performed in 2001 revealed the presence of a grade IV gastric ulcer. Treated with omeprazole po.